Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). (B)(4). Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive unusual and/or awkward movement and/or activity." Number 8 states, "dislocation and subluxation due to inadequate fixation malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 14 states, "postoperative bone fracture and pain."

Event description:
Information was received based on the review of the journal article, "current concepts in total femoral replacement," which was conducted to identify current practice in total femoral replacement. This article references two studies that report the following complications of biomet, unknown, or custom devices: infection (33) hip dislocation (22) limb length discrepancy (2) knee flexion contracture (1) tibial component loosening (4) acetabular component loosening (2) hematoma (1) periprosthetic fracture (3) prosthesis failure (4) wound healing problems (10) popliteal vein injury (1) patellar pain (2) in conclusion, total femoral replacement is anticipated to become an increasingly favored salvage option in the setting of extensive femoral bone loss.

Manufacturer narrative:
This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. The following sections were updated: event or problem, catalog and lot number, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "current concepts in total femoral replacement." There are multiple events reported in the article. This report addresses the multiple patients that were identified in the article with infections on unknown dates. There has been no further information provided and the patients outcomes are unknown.